Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the site used an extra driver for the remainder of the case.

Manufacturer narrative:
The driver was returned to the manufacturer for analysis. Analysis found that the tip of the driver was broken off and the driver seized inside the outer sleeve. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Manufacturer site: no 510k available. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported post-incision, the driver tip broke during screw placement. The procedure was completed using navigation and there was no reported impact to patient outcome. There was no reported surgical delay.